Manufacturer narrative:
Visual inspection found no abnormalities. The device was tested, and no problems were found with it. The customer used the demand mode of pacer function, so it tested in the demand mode and passes all testing. Based on the information available and the testing conducted, the cause of the reported problem was not determined.

Event description:
It was reported to philips that the device was pacing abnormally. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.